Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding I-stat prothrombin time (pt/inr) discrepant result on an infant in the picu. Method: I-stat pt/inr, results: 12.7/1.1. Method: lab sysmex ca 70000, results: 28/2.77. The pt had been receiving increase in warfarin dosing based on I-stat results, once they obtained lab results they adjusted the level to lower the amount of medication being administered. Based on the info available, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).